Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal was slightly frayed at the end. This was noticed after pulling seal out of the aorta. The hospital did not report any patient effects.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal was slightly frayed at the end. This was noticed after pulling seal out of the aorta. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint # trackwise # (B)(4). Autonumber # (B)(4). Only the seal was returned to the factory for evaluation. A visual inspection was conducted on the seal. A photographic inspection was conducted based on the photos supplied from the account as well. Signs of clinical use and evidence of blood was observed. The seal was observed to be in an unrolled state, with the tension spring attached to the seal. Slight blood was observed on the outermost rung of the seal, indicating that there was an attempt to place the seal in the aorta. A microscopic inspection was conducted. The seal was observed to be cracked at the outermost portion of the seal. No fraying was observed on the seal. Based on the returned condition of the seal, the reported failure "frayed material" was confirmed.